Event description:
Healthcare professional reported left side "rupture/deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed, missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, d1, d4, d6a, h4, h6.

Event description:
Healthcare professional reported left side "rupture/deflation". Device has been explanted.

Event description:
Healthcare professional reported left side "rupture/deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.